Event description:
A bipap auto biflex device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found.  During the evaluation of the device, the service technician observed visible foam particles. Additionally, the complaint was confirmed and found evidence of dirt and moisture contamination. The service technician observed that error code e-52 (err_corrupt_compliance_cb) was present, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.